Manufacturer narrative:
(B)(4). Batch # p55512. The analysis found that the pve35a device was received with no apparent damage and with no cartridge present. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. (B)(4). Additional information was requested and received: what vessel(s) was the device being fired on? During the firing, was the tissue completely proximal to the cut line on the device with no extraneous tissue distally? Were any staple formation issues noted? Were any staples identified in the field, and if so, what was the shape of the staples? How was the bleeding addressed? Were any clips used in the area of the firing? What is the current status of the patient? Is the device available for return? If yes, please provide the contact name, address, and phone number to send a shipper kit. Unfortunately, the individual who filed the event does not recall any additional specifics.

Event description:
See user facility medwatch. #b)(4).